Event description:
It was reported that during a hand assisted right colectomy, the fit was very tight, but retraction sutures aided insertion. Thirty minutes into the case, the outer ring gave out completely and pneumo was lost. The case was completed with another device, with no pt consequence.